Event description:
It was reported that this right ventricular (rv) lead was exhibited functional loss of capture (loc). The lead presented oversensing with pacing inhibition. The lead remains in service. No adverse patient effects were reported.